Event description:
It was reported that during a total knee arthroplasty surgical procedure, it was observed that while using the robotic-assisted solution satellite station device the anterior chamfer cuts was over-resected by 3mm. It was reported that when placing the trial, it was clear that the anterior chamfer cut had been over-resected and when they check it with the pointer it was measuring 3mm deep according to the software. It was reported that the femoral checkpoint position was re-checked, which was still accurate; doublechecked saw array and robot array which were both in position; doctor decided to do another pass through with the robot to recut femur and make sure the saw was passing through the correct planes. Every cut was in the correct plane until they got to the anterior chamfer and then it was floating 1 mm+ off of the bone, appearing that it had returned to the correct plane on the 2nd pass. It was reported that two observations worth noting: 1) prior to any cuts, the drape ripped when going into position to make the distal cut. The surgeon noticed that he had inadvertently wrapped the drape up more than he should have in the joint near the blue knob of the holding arm and it was too tight. 2) they noticed interference of the lights with the camera. They had to move the light for the camera to see the arrays before making the 2nd pass. It was reported that the device was being used with a robotic assisted base station device. It was reported that there was a slight delay for the 2nd pass. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device, (B)(6) 2022. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Upon follow up with the reporter, it was reported that the procedure was a planned cemented procedure. It was also reported that there was no additional medical or surgical intervention required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the device log files were reviewed for this event and the reported condition was confirmed. The issue related to the saw blade floating over the plane was not confirmed. Multiple possible causes were evaluated and none were identified. Device history record shows indicates that the device was processed through the normal installation and inspection operations with no rework or nonconformities noted. The assignable root cause could not be determined.